Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence. The physician suspected that the cuff was not coapting enough on the urethra due to atrophy. The cuff was explanted and replaced with a smaller cuff. There were no additional patient complications reported.